Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic partial hepatectomy procedure, 15 firings had been performed, clipping was performed and the handle was squeezed but the jaws did not open. An attempt was made to return the handle to the original position, but was not possible. The handle cannot be squeezed and became stiff. When it was squeezed with full strength, a crack sound was heard and the jaws opened and was released from the blood vessel. It was reported that there was no clip formation. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual abnormalities noted during the pmv examination. There were no clips in the shaft. The device was received fully fired, and a functional test could not be performed because the device was engaged in the end of firing safety interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.